Event description:
It was reported that a small volume folfusor did not flow. This issue was discovered during preparation. The device was filled with 5-fluoruracil and 5% glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device was received for evaluation containing 38ml of fluid in the bladder. Visual inspection using the naked eye showed no evidence of fluid coming out from the distal end of the flow restrictor. Additional inspection was performed on the flow restrictor which showed air bubbles that blocks the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was due to improper filling technique by the user during use. The product labeling (IFU, instructions for use) details the proper filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.